Event description:
It was reported that following implantable cardioverter defibrillator (ICD) replacement, the patient presented to the emergency room due to abdominal pain and suspected bleeding related to replacement procedure. It was further reported infection was present. The patient underwent a surgical procedure related to the infection and the device remains in use. Additional information indicated the right ventricular (rv) lead pacing impedance measurements had jumped a few days following the replacement procedure and high rv pacing impedance was observed. It was noted a "bad screw in of the electrode into the header" was suspected, along with the possibility of a lead integrity issue. The ICD was reprogrammed and a rv lead revision procedure is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the device was returned, analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.